Event description:
On 08/01/2016, the reporter contacted lifescan USA, alleging obtaining an inaccurate blood glucose result of ¿100 mg/dl¿ compared to the results obtained from another test strip lot (94 and 120 mg/dl). At the time of troubleshooting, the reporter performed control solution tests and received results of 194 and 156 mg/dl, which fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.